Event description:
It was reported that a week following implantation, the right ventricular lead exhibited loss of sensing. The lead was explanted and replaced. The patient was well following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.